Manufacturer narrative:
Result - power cord not completely plugged in. Conclusion - power cord securely plugged in.

Event description:
It was reported by service report that the electrical controls of the bed were not working due to power cord not being plugged all the way in.